Event description:
It was reported to the manufacturer by the end user, per the end user the patient was in the sling over the wheel chair (close to being seated) when the lift tipped and landed on cna's shoulder. After the incident, the cna said she was ok. She did not report immediately but several hours later (reported to the charge nurse). On (B)(6) 2016, the cna woke up and the right shoulder was stiff. The cna went to the ER for evaluation and was cleared. She was able to return to work with no restrictions (next day). The patient did not sustain any injuries. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.